Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2022.

Event description:
It was reported that during an ultrasound guided prostrate biopsy procedure, the outer needle broke. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the outer needle of the device allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that one magnum needle which appeared bloody and the cannula got broken & completely detached form the cannula hub. And the cannula is placed separately in the photo. Based on the photo review, the reported failure break can be confirmed. Therefore, the investigation is confirmed for the reported break as the cannula got broken and completely detached from the cannula hub. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned